Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.

Event description:
The report indicated that the customer's bg levels increased consistently over a one-and-a-half hour period. A correction bolus was then delivered; two hours later, his levels had lowered, but still remained high (300mg/dl). The cannula was reportedly kinked, though the pod did not initiate an alarm. The pod will be returned for eval.